Manufacturer narrative:
Additional information: it was later confirmed that the target lesion was the proximal right coronary artery (rca) not the proximal left main (lm) coronary artery/left anterior descending (lad) artery as previously reported. Image analysis: the images provided did not show the attempted delivery and removal of the 2.50 x 12 dislodged onyx frontier stent. Therefore cause of issue could not be determined from images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the procedure was successfully completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure two onyx frontier coronary drug eluting stents dislodged during delivery to/at the lesion. The lesion being treated was a moderately tortuous, severely calcified lesion with 95% stenosis located in the proximal left main (lm) coronary artery/left anterior descending (lad) artery. Both devices were inspected prior to use and negative prepped was performed with no issues. The lesion was pre-dilated. The 2.50 x 12 mm onyx frontier stent did not pass through a previously deployed stent and resistance was not encountered when advancing this device. It was attempted to snare the dislodged 2.75 x 22 mm onyx frontier stent however this was unsuccessful. The dislodged stent was not removed and was then crushed and deployed in the vessel. The dislodged 2.50 x 12 mm onyx frontier stent was removed using a snare. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.